Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly the issue persisted despite the attempt of multiple cables and power sources. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.